Event description:
Boston scientific received information that there was noise on the right ventricular (rv) channel of this cardiac resynchronization therapy defibrillator (crt-d). The noise was reproducible. The patient was pacemaker-dependent and was in chronic atrial fibrillation. Lead measurements were within normal limits. It was also noted that the device delivered an inappropriate shock due to the noise as well as an appropriate shock for ventricular tachycardia while the device sensing was programmed to least. There was post-shock noise observed on all channels.

Manufacturer narrative:
A boston scientific technical services (ts) consultant discussed that the high voltage leads were likely reversed in the header and that the recommended course of action was to place leads in the correct ports. The field representative noted that a surgical procedure may not be possible. Ts stated that addressing the issue via programming would be up to physician discretion. Ts also noted that there was no record of defibrillation threshold testing at implant. Should any additional information related to this event become available, this event will be updated. Approximately 43 months later this device was explanted for an unknown reason and returned for analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.